Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 180 mg/dl and the sensor glucose was at below 60 mg/dl at the time of suspend. Insulin delivery was suspended due to sensor values on (B)(6) 2019. The other event of suspend occurred on (B)(6) 2019 when the blood glucose was 200 mg/dl and the sensor glucose was at below 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It was reported that the first sensor was inserted on the back of the arm, second sensor was inserted on the buttocks and third sensor was inserted on the back of the arm. The sensor will not be returned for analysis.